Event description:
A break of the catheter. The catheter was inserted from the median vein for chemotherapy. After completing the therapy, 7 days after placement, the catheter was removed with slight resistance and found to be broken about 3.5 cm from the tip. X-rays located the broken distal portion in the vessel of the upper arm. It was removed through angiotomy. The user observed a great amount of residual blood clots adhering to the catheter and feels that having been caught in the blood clots may have contributed to the catheter break. The pt had no impaired blood coagulation.

Manufacturer narrative:
The complaint of catheter breakge is confirmed, user-related. According to the notes contained in this file, the circumstances involved at the time of the complaint incident imply a fibrin sheath had formed around the catheter and was difficult to remove. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter's distal tip traveling back up the catheter through the lumen; created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Additionally, withdrawal difficulty secondary to a fibrin sheath is the possibility of a venous spasm. This is a complication related to mechanical irritation of the vessel wall. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate. The product instructions for use cautions the user the excessive tension can fracture the catheter tubing. The complaint sample returned is complete, the characteristics of the damage found on the returned tubing is consistent with a break in the catheter tubing. The catheter broke just distal to the 5 cm market. It should be noted the complainant indicates that "slight resistance" was observed during the time of removal of the device. According to the product IFU it states, "if resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. Resume removal procedure." Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred.